Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter on the tip. The following information was provided by the initial reporter, the foreign matter on the needle tip may cause influence when the patient is drained or marked in the ward on (B)(6), so the syringe can only be replaced.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.